Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported seeing a poor communication screen on the patient programmer on (B)(6) 2016. They used an antenna and also placed the programmer directly over the implantable neurostimulator (ins) on the skin, but this did not resolve the syncing issue. Turning the programmer off and then back on also did not resolve the issue. Trying new batteries did not resolve the issue. The patient did not report any loss of therapy, but she had not used the programmer in a very long time. She expected to feel stimulation when the programmer connected as she was not feeling it. However, the programmer never connected to the ins to try this. The patient¿s indication(s) for use were interstim - other. Additional information from the patient reported they had an appointment with the healthcare provider and the issue of the poor communication and not feeling stimulation was resolved. The patient noted that the programmer needed a new battery, then noted "battery" will be replaced in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.